Event description:
The authors of a literature report aimed at comparing corneal thickness and corneal volume changes using torsional and longitudinal phacoemulsification in patients with fuchs endothelial dystrophy (fed) reported an eye in the torsional group had cystoid macular edema with a best-spectable corrected visual acuity of 0.28 at 3 months postoperatively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Citation: doors m, tos t, berendschot jm, touwslager w, webers c, nujits r. Jama ophthalmol 2013; 131(11): 1443-1450. (B)(4).